Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced extreme dry eyes, "loopy and distorted vision", "everything is exaggerated in angles," and is unable to read. She stated that the distortion has caused her to adjust her lifestyle, as she can only read for five mins, stops, and then reads again. She indicated she has worked closely with opticians and her surgeon, but her issues remain unresolved. In a f/u, the surgeon reported that the consumer presented with distorted vision that is "better with glasses," and resolved in two months.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met released criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/05/2012 and 03/09/2012 by phone, fax, and mail. A completed questionnaire was received on 03/09/2012. (B)(4).